Manufacturer narrative:
It is unk if the device involved in the reported incident is expected to be returned for eval. An investigation has been initiated based upon the reported info.

Event description:
This is the first of two reports (same pt, same incident), same product ID, different serial and lot numbers). Date of the event reported as (B)(6) 2014. "For a pt with severe subarachnoid hemorrhage and vasospasm, a ptio2 monitoring was performed. Bilateral licox probes were applied on (B)(6) 2014. The therapy mgmt was based on the values of microdialysis and the values of the ptio2 monitorings. The values of the right-hand ptio2 decreased va 22, 23.12. The blood pressure was raised to improve cerebral perfusion in hypertensive values. On (B)(6) 2014, developed strongly elevated levels of intracranial pressure (icp), which was caused by a hemorrhage along the front right ventricular drainage and intraventricular as was shown in the cct. Retrospectively, it is unclear whether our treatment decisions, misdirected based on the ptio2 monitoring, and possibly by incorrect values and have led (also by the hypertensive therapy) to the complication." Additional info has been requested.